Event description:
It was reported that during a renal artery pta, the balloon was introduced through the axillary artery using a 6f introducer. Resistance was noted and the catheter was pulled back. The 0.014 guide wire somehow wrapped around the catheter and further manipulation resulted in the guide wire strangulating the balloon catheter and breaking it. The distal tip remained inside the patient, in the renal artery, and had to be withdrawn with surgery.